Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station drawer defective sensor that prevents it from being recognized. A field service engineer identified that the sensor was not properly securing into its mount. To rectify the problem, the engineer replaced the sensor. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system entire auxiliary system has malfunctioned. Drawer 1 seems to have a defective sensor that prevents it from being recognized as closed unless it is shut with considerable force. A customer indicated that there user was unable to issue medication to patient due to reported malfunction. There were no adverse events or injuries reported based on this event.